Manufacturer narrative:
Section d6b (explant date ) was added. Investigation summary ==> no product or data logs were returned for evaluation. High purge pressure: clinical details noted that pump experienced elevated purge pressure and decreased purge flows. Tpa was added to purge but it was not noted if purge issue resolved. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation and limited clinical details were provided. Device history review ==> the complaint pump s/n 638234 passed all post sterile inspection checks.

Manufacturer narrative:
Clinical code inflammation has been added under field h6. Clinical assessment: a 34-year-old male with a primary diagnosis of acute myocardial infarction complicated by cardiogenic shock (ami/cgs) was initially supported with an impella 5.5 device. The patient was subsequently bridged from impella 5.5 to durable lvad support, experienced clinical recovery, and was discharged home. Weeks later, the patient was re-admitted due to the development of a ¿pocket¿ or localized swelling over the previous right subclavian impella insertion site. A computed tomography (CT) scan and wound cultures were pending to further evaluate the etiology of the pocket. No further information is available. Engineering assessment: during impella 5.5 support, high purge pressure developed, and tpa was applied to the purge system to resolve it. The pump supported the patient for 15 more days until the patient received a durable lvad. Three weeks later, after discharge home, the patient was readmitted to the hospital with a possible infection at the former impella access site.

Manufacturer narrative:
B1 and b2 selections were added due to new information received. B5 clinical rationale was added due to new information that was received. H6 codes were updated due to new information received. H11 added investigation summary for the new codes added. Infection: clinical details noted that cultures were taken due to patient having "pocket" at old impella site approximately 1 month after explant. In order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Medical device site reaction: clinical details noted patient was re-admitted due to "pocket" at old impella site. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical review/rationale: an impella 5.5 was placed via the axillary artery graft to support the 34 year old male who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was also supported by pharmacological support and ECMO. The pump did have elevated purge pressures and decreased purge flow, which they troubleshot by adding the lytic tpa to the purge. The pump was explanted after 25 days and went home with an lvad supporting. The patient was then re-admitted to the hospital with concerns of a harm/pocket developing at the axillary site. The team sent cultures to evaluate for infection, and to date the culture results are pending. Infection has not been confirmed to date.

Manufacturer narrative:
A6 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced elevated purge pressure and decreased purge flows. The patient was in stable condition.